Event description:
Material#: 305196. Batch number#: 3271974 it was reported by customer that they have gotten lots of complaints from technicians that are making daily ivs saying that the pink needles are coring all of the different vials. We were using these needles to compound IV solutions for patient use. When vials were cored we made a note of it and discarded the product and made a new IV, unless the medication was able to be filtered. The complication was that we were using more medications since we had to discard several cored preparations (medication and IV fluid) to ensure that it didn¿t get to the patient. After noticing this was happening a lot, we changed to another needle manufacturer and didn¿t see this issue continue.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr (B)(4). Follow up for device evaluation. It was reported needles are coring different vials. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification and then with a 30x microscope, and no defects or imperfections were observed. There was no damage, defective grind, or hooks. The bevels and etch were good. A device history record review was completed for provided material number 305196, lots 3271974 and 3271975. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received material#: 305196 batch number#: 3271974 and 3271975. It was reported by customer that they have gotten lots of complaints from technicians that are making daily ivs saying that the pink needles are coring all of the different vials. Verbatim#: I have gotten lots of complaints from my technicians that are making daily ivs saying that the pink needles are coring all of the different vials. We were using these needles to compound IV solutions for patient use. When vials were cored we made a note of it and discarded the product and made a new IV, unless the medication was able to be filtered. The complication was that we were using more medications since we had to discard several cored preparations (medication and IV fluid) to ensure that it didn¿t get to the patient. After noticing this was happening a lot, we changed to another needle manufacturer and didn¿t see this issue continue. I quarantined all of the lots of bd needles that we had in stock and reported it to our buyer @xx.